Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was effective to move the cursor on the display of the programmer, however once the stylus was removed the cursor moved back and became stuck. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis could not confirm or reproduce stylus becoming stuck. Reloaded and updated software. Device passes all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.